Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer's internal reference number is: (B)(4).

Event description:
Physician reported that following an intraocular lens (iol) implant procedure, patient experienced relative myopic surprise and he ended up -3.25 d spherical for distance. Additional information has been requested.